Manufacturer narrative:
A ge service representative performed an on site investigation. The monitors were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the left monitor on the 9800 system had an image burned into it and the right monitor would not sync with the system. No patient injury was reported.